Event description:
It was reported that the patient experienced shortness of breath and fatigue. The leadless implantable pulse generator (ipg) device was pacing at upper sensor rate with minimal exertion. A software issue was suspected with the sensors. The device was reprogrammed and it remains in use. The patient is a participant in the product surveillance registry (psr) study. No further patient complications have been reported as a result of this event.